Event description:
Pt received a new wheelchair in 1/02. This new manual wheelchair, a quickie 2 by sunrise medical, has brakes that are defective. They would fall off the wheel with little pressure. They were fixed three times and remained unsafe. They were unable to remain braked and secured during a normal transfer. Pt is returning chair to vendor. Pt believes the style and make of these new brakes is defective and they should be recalled by sunrise medical.